Event description:
Ethicon securestrap® absorbable strap fixation device strap25 would not deploy any straps during the surgical procedure. Ethicon, llc was not made aware of this device until recently. Ethicon provided rga# and product return packaging for the defective device.

Event description:
Ethicon securestrap® absorbable strap fixation device strap25 would not deploy any straps during the surgical procedure. Ethicon, llc was not made aware of this device until recently. Ethicon provided rga# and product return packaging for the defective device.